Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2021-01443. It was reported the patient underwent surgical intervention on an unknown date for an unknown reason wherein the entire system was explanted. No additional information is known at this time.